Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased but stable threshold measurements due to possible lead movement. No surgical intervention was performed. No adverse patient effects were reported.